Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I'm glad it's gone") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse drug reaction ("bad side effects"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse drug reaction had not resolved. The reporter considered adverse drug reaction and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, adverse drug reaction" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I'm glad it's gone") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse drug reaction ("bad side effects"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse drug reaction had not resolved. The reporter considered adverse drug reaction and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, adverse drug reaction." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc (product technical complaint ). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received: previously reported event "bad side effects" pt updated to "pelvic pain", new reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and scar ("instead of this being scar tissue this time"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain had not resolved and the scar outcome was unknown. The reporter considered pelvic pain and scar to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporters were added. Scar was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.